Manufacturer narrative:
(B)(4). Method: the subject rt266 infant dual-heated evaqua2 breathing circuit was returned to f&p healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection of the subject rt266 infant dual-heated evaqua2 breathing circuit confirmed a crack on the elbow connector on the expiratory limb with a visible gap that would result in significant leakage. Material analysis confirmed that there was no evidence of material degradation and the most likely cause of the crack is an external mechanical impact. Conclusion: we were unable to determine what may have caused the crack. However, based on the analysis conducted, the crack is likely to have occurred due to an external impact. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in minneapolis reported via a fisher & paykel (f&p) healthcare sales representative that a rt266 infant dual heated evaqua2 breathing circuit was leaking air during patient use around the heater wire insertion point on the expiratory limb. The healthcare facility reported that the circuit had been in use for 5 days before the leakage was identified. There was no patient consequence.